Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01174.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to pulmonary embolism and deep vein thrombosis. Patient is alleging vena cava perforation. The patient further alleges "I live with the anxiety of having a filter that could fail at any time, but that it may not be retrievable without serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it." The patient also alleges major depression. Per report from CT (computed tomography) dated (B)(6) 2018: "positive for caval perforation. Superior extent of ivc filter superior l2 vertebral body. Inferior extent mid l3 vertebral body. A total of 6 prongs have perforated ivc series 2 image 40. Maximum distance prongs perforated 9.70 mm series 2 image 40. Coronal images 2.47 degree tilt left to right series 6 image 34. Sagittal images 0.46 degree tilt anterior to posterior series 7 image 43. Diameter of ivc directly above filter 11.25 mm x 24.02 mm series 2 image 31."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.